Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage past the plunger. The following information was provided by the initial reporter, translated from french: leakage of liquid because plunger not tight.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 300296 and lot number 2111255. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, the reported defect of leakage could be identified. This incident most likely resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing facility or within the plunger assembly machine. H3 other text : see h10.

Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage past the plunger. The following information was provided by the initial reporter, translated from french: leakage of liquid because plunger not tight.